Manufacturer narrative:
Submit date 5/02/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer stated that the ultem adapter is broken, this was noticed when the patient was to go for the hemodialysis. This occurred within 3 days of insertion. There was no tool was used to tighten or close the adapters. Betadine was used as the cleaning agent on the adapters. There was no patient harm and no medical intervention. The catheter had to be replaced. The catheter was originally implanted on (B)(6) 2016.

Manufacturer narrative:
The product involved in this complaint and the lot number is 8830415001/ mahurkar 11.5fr straight cath, lot number 324140x. The device history record (DHR) was reviewed and no deviations related to this condition were found. The sample was returned for analysis and investigation; it consisted in one red adapter. The adapter came inside a generic plastic bag and presented signs of use; the cap was attached to the adapter and it was separate from the catheter. A visual inspection of the sample revealed the adapter broken in two parts on the thread pitch area and one of the parts was stuck into the cap. The adapter is cavity 6. In addition, the sample was magnified and no marks that could indicate the use of some instrument were found. The adapter showed evidence of fractures that may indicate the application of a force. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and functioned as intended for the reported amount of time; therefore it can be concluded that the adapter was more likely damaged during use. As per the instructions for use adapter over tightening can cause a crack in the palindrome catheter. This issue is being addressed by a formal corrective and preventative action. No additional actions are required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.